Event description:
It was reported that the ventilator generated several error codes. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The date of event has been updated to reflect the date of event in the provided in logs. It has been reported that the ventilator failed during pre-use check with intermittent error during pressure transducer test sequence. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit boards (pcb) were replaced to resolve the issue, and sent back for investigation. The device logs have been provided and the pressure transducer test failure during puc was confirmed. Investigation on pressure transducer pcb. Readout from eeprom data of received pressure sensor show an error with memory status on both pcbs. The returned pressure transducer circuit boards have been tested in a ventilator. The ventilator pass all pre-use check during the investigation, no matter in which channel (inspiration, expiration) the sensors were placed in. For pcb s/n (B)(6). The zero pressure voltage has been measured using a multimeter which showed a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift: for pcb s/n (B)(6). The zero pressure voltage has been measured using a multimeter which showed a correct value. The wheatstone bridge for the pressure sensor has been measured and there was no major drift: a microscopic investigation shows that the membrane inside the sensor's cavity was clean and without damage for sensor s/n (B)(6) but shows a particle or fiber in the cavity of sensor s/n (B)(6) but this fiber is not in contact with sensor membrane and is most likely not the cause of the problem. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement.

Event description:
Manufacturer's ref# (B)(4).